Event description:
It was reported that during a low anterior resection procedure the device was fired and half the staples were missing and the other half were malformed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.